Manufacturer narrative:
The report is being supplemented to report additional details provided by the customer and the investigation findings. New information reported in b3, b5, h6, and h10. The complaint device was returned to olympus for physical evaluation. There were no alarms or error codes displayed. This device was inspected prior to use and no abnormalities were found. No physical damage found, cable/cord were not kinked or coiled and the device did not get dropped or sustain deep impact. Adhesion of debris or foreign objects to the electrical contacts has been observed.the event in question was not reproduced. The device history record (DHR) was reviewed and no anomalies were noted. A review of complaints revealed no similar complaints, no corrective action warranted. A review of the design records/production records/repair records was not indicated as it was determined the reported issue was not related to a design deficiency. Conclusion: it was concluded that the reported issue was likely related to handling by the customer.

Event description:
Additional details provided by the customer: the problem was first noticed in the beginning of a procedure. The procedure performed was a diagnostic knee arthroscopy. There was a five minute delay in the procedure but it was completed. This device was not used to complete the procedure and there were no other devices involved in the event. There were no other devices replaced during the procedure.

Manufacturer narrative:
This report is being updated to provide investigation findings. Physical evaluation of the complaint device reveals: the user's report of "has black image" was confirmed. There was no image due to a faulty cable. A review of the device history record (DHR) for the complaint device confirmed that there were no abnormalities in the manufacturing of the device. Conclusion: the definitive root cause could not be identified.

Manufacturer narrative:
The device referenced in this complaint has been returned to olympus for physical evaluation, however the evaluation has not yet been begun. The definitive cause of the customer's experience can not be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing for an unspecified procedure using a hd autoclavable camera head, the image did not appear and the screen was black. There was no patient involvement.